Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/17/2015. Date of follow-up report : 08/04/2016. One used lf1537 ligasure device was received, and evaluation of the sample identified factors that may have contributed to sealing difficulties. Visual inspection found blood on the instrument and inside the handle body, as well as damage to the weld on the handle. The device was tested multiple times on porcine kidney samples, pressing the activation button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. However the jaw force was low because of the damaged weld, which can cause inadequate pressure from the jaws for tissue sealing. The latch damage shows signs of excessive force during use. The investigation identified the root cause of the issue to be rough handling by the user. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.

Event description:
The customer reported that during a colon drawdown procedure, the device stopped sealing. The device did not work properly, it was making a noise and was not sealing. There was no patient injury reported. There was no bleeding over than 500 cc and the surgical time was not extended. The event did not prolong the patient¿s hospital stay.